Event description:
It was reported that one pass was made during a procedure to remove a clot from the left middle cerebral artery (mca) m2. The thrombus moved from the left mca m2 to the m1. The thrombus moved from the left mca m2 to the m1 and the mca re-occluded. 37.7 mg of tissue plasmogen activator (t-pa) was administered. The patient recovered without sequelae.

Event description:
It was reported that one pass was made during a procedure to remove a clot from the left middle cerebral artery (mca) m2. The thrombus moved from the left mca m2 to the m1. The thrombus moved from the left mca m2 to the m1 and the mca re-occluded; 37.7 mg of tissue plasmogen activator (t-pa) was administered. The patient recovered without sequelae.

Manufacturer narrative:
The device was disposed.

Manufacturer narrative:
The subject device was disposed; therefore, physical analysis cannot be performed. However, patient outcome of embolus is noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.